Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. The customer's blood glucose (bg) level was over 500 mg/dl and administerd a manual injection to address bg level. It was indicated that the customer would use insulin pens as alternate insulin therapy.